Manufacturer narrative:
The field service engineer replaced the pinch valve tubing due to it being worn. The calibration and qc were within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys ferritin result for one patient sample with the cobas e 801 module. The initial result was 3.20 ng/ml. The repeated result was 48.3 ng/ml. The questionable result was reported outside of the laboratory and questioned by the physician. The repeated result was deemed correct. The reagent lot number was 5357000. The expiration date was requested but not provided.